Event description:
Discordant, falsely low sodium (na), potassium (k) and chloride (cl) results were obtained on multiple patient samples on a dimension exl with lm instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on a dimension xpand instrument, resulting higher than initial results. Samples for patient 1, 10 and 11 were repeated on the same instrument (s/n: (B)(4)), resulting higher than initial results and correlating with the results obtained on a dimension xpand instrument. The corrected results from a dimension xpand instrument were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na, k and cl results.

Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer replaced the quiklyte sensor and performed a dilution check, which was acceptable. The customer also ran quality controls, which were within acceptable ranges. The cause of discordant, falsely low na, k and cl results on multiple patient samples was related to the malfunction of quiklyte sensor. The instrument is performing according to specifications. No further evaluation of the device is required.